Event description:
The customer stated that the insulin pump had a frozen screen. Troubleshooting was performed and the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty battery tube. Unable to verify the frozen display due to the blank display.